Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no anomalies. (B)(4).

Event description:
It was reported that while in use on a patient, the external pulse generator (epg) showed pacing "failure." The patient did experience asystole. Another epg was used. The epg was sent for service and repair. No further patient complications have been reported as a result of this event.